Manufacturer narrative:
Device is no longer reportable as it met expected longevity.

Event description:
Device is no longer reportable as it met expected longevity.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.